Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that device was not working well

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.